Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the report that had a fall while was in (B)(6) on (B)(6) 2022. Patient said was going up a step and there was a palm branch on the step which patient slipped on and patient fell back and caught the railing, and said that they felt something yanck on the implant and said immediately was in a lot of pain. Patient went home however said was in severe pain and on (B)(6) 2022 patient went to urgent care and was sent to the ER at a hospital near (B)(6). Patient said that a CT scan was performed at the hospital however they couldn't see anything and said that there is a lot of bruising, and was discharged. Patient returned back to (B)(6) however their urologist wouldn't see the patient. Patient said that while at home they suffered greatly. Patient said that at first didn't have to cath however then had to cath and then had a foley placed. Patient said that they turned stimulation off however said they still felt pulsating sensation. Patient said that was told that due to the fall the implant was moved 60% to the bowel and patient said that their physician would not see the patient until the patient saw the rep. However did finally schedule surgery to remove the system. Patient said can't remember how many times went to the ER due to the pain after the fall once returned to (B)(6). Patient said that they finally saw the medtronic representative and said that the representative told them, that the implant needs to come out. Patient said that they were very stressed out and her pain hadn't subsided so family took patient back to the ER and patient was admitted at (B)(4) hospital in (B)(6) and system was just recently removed on (B)(6) (which was earlier than was scheduled for (B)(6)) however said that the medtronic representative was not present. Patient said that hcp should have seen patient sooner as this was an emergency situation. Patient said is still in the hospital in (B)(6) and is currently getting two antibiotics. Patient said they are very stressed out, said has been trying to reach medtronic for two months now, however hasn't been able to get through, said that there should be an emergency hotline. Patient said that a hcp just came into their room to discuss physical therapy and unable to talk any longer. Patient said will call back later to provide more detailed information when they call back later. Patient requested that medtronic not contact managing hcp at this time, until patient calls back. The patient was redirected to their healthcare provider to further address the issue. Patient said will be having a post op follow up with their physician. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient recapped some of the same info that has already been documented and stated that they are in pain on their nerve endings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient indicated they continue to be in pain following device removal and their nerve was damaged very badly and had a hematoma. Patient is taking pain medications. Patient was told by a nurse that the explanted device was thrown away so it could not be returned for analysis. . The patient believes there was something wrong with the device because they kept feeling pulsation even after turning it off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they saw patient on (B)(6) 2022 and removed the device later that week and patient no longer has painful vibration after the device was removed and the seroma has been resolved pulsation even after turning it off.

Event description:
Additional information was received from the patient. They reported that it's been horrible and they just got out of the hospital again. Pt stated they had a misunderstanding with "someone in your office" and stated they need a "paper to sign". Pt stated they were upset with their managing doctor that they did not take out the implant right away and stated the rep said it should have come out. Pt stated "it was really the fault of the fall, this past april". Pt stated their insurance company is blaming medtronic but pt stated it is "not the fault of your company or the machine, I had it all wrong". Pt stated someone contacted pt from an insurance company and lawyers telling pt "it was", but pt stated their implant worked perfectly until they fell. Pt reported "it left me with so many problems". Pt stated they have a lawyer only due to their fall, but not because of their implant. Pt stated their insurance company wanted pt to contact lawyers stating it was a "malfunction". Pt stated this wasn't due to an infection and stated this was due to the fact that their doctor did not remove the implant right away so it "tazered the heck of out me" and pt stated they had "many other problems". Pt initially stated they have had probably 18 implants in them and they have never had a problem. Pt stated later in the call that they have had "many (machines) in me and taken out because of infections" but the agent was unable to clarify this statement due to the nature of the call. Pt stated when they fell they fell so hard they had a tear and it damaged and caused "all kinds of problems down there". Pt stated their reason for call today is to say this all was not the fault of the implant and was the fault of the fall. Pt stated their lawyer is not to take legal action against medtronic. Pt stated they wanted to notify patient services in case their attorney contacts medtronic that "this is not from the implant per-say". Pt stated their insurance company might try to "go after you all". Pt was calling to provide an update on this matter and request a "paper" to "let you know what's going on". Agent sent email to patient relations to contact pt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.